Event description:
The customer reported false positive amphetamine results, for four patients, involving synchron lx20 pro system. The erroneous results were released out of the laboratory and questioned. The customer stated confirmatory tests indicated negative results for all four patients. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.